Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg would take long to charge and the battery flipped inside the pocket. The patient underwent an ipg replacement procedure and was doing well post operatively. The explanted ipg will not be returned.